Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on a black/blue screen requiring an admin password. At times, it opened a microsoft edge browser. Rebooting and unplugging and re-plugging the cables had been attempted, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black/blue screen. A field service engineer accessed the system using microsoft configuration, unchecked the safe boot option, and restarted the workstation to confirm it booted normally. After verifying successful startup, the fse had the customer sign in and completed the inventory check from the drawers. The system functioned as intended after the field service engineer troubleshot the device.